Manufacturer narrative:
The field service representative was unable to reproduce the results. He checked adjustments, checked instrument for leakage, verified gear pump and water pressures and all fluidics. He had the customer rerun patient samples which reproduced accurate results. He performed precision checks which were within specifications. The customer performed calibration and qc with satisfactory results. The investigation did not identify a product problem. The cause of the event could not be determined. (B)(6).

Event description:
The initial reporter received questionable troponin t stat results for 9 patient samples from the cobas 8000 cobas e 602 module. The customer repeated tested on another analyzer. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory. The reagent lot number was 40966900 with an expiration date of 30-jun-2020.